Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the extension leg was kinked was confirmed and appears to be associated with use of the device. Two photographs of a 23cm dialysis catheter were returned for investigation. The photos show the extension legs and clamps. The first photo shows the clamp closed over the venous extension leg. Blood residue is visible within the venous extension leg. The clamp on the arterial extension leg is open. Fibrous residue is observed on the external surface of the extension legs near the bifurcation. The second photo shows the clamp open on both the venous and arterial extension legs. The venous extension leg appears to be compressed just distal to the compression features of the clamp. Any compression of the arterial extension leg is hidden by the clamp and is not visible in either photo. The clamp on the arterial lumen is located just distal to the white oversleeve that covers the extension leg tubing. Due to the evidence of use, the extension legs most likely became compressed with repeated clamping at the same location. Regarding clamps, the product IFU states, ¿close all clamps only in the center of the extension legs. Extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer-lock connectors may cause tubing fatigue and possible disconnection.¿ a review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No evidence was found that the reported event was caused by the manufacturing process.

Event description:
Facility reported to the sales rep that the extension leg of the tubing was kinked on the arterial and venus sides, after two weeks of placement. No harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn2115 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the extension leg of the tubing was kinked on the arterial and venus sides, after two weeks of placement. No harm to the patient reported.